Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured. The doctor replaced the screw.

Manufacturer narrative:
The product was returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.